Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient did not know why she only felt the stimulation when the doctor increased it and that a cause of the lack of stimulation was not determined. The intervention to resolve the shocking issue was 'when the fluid dry up where the wires were'. The only time the patient felt the stimulation was when changing the number. The patient was to go see the urologist (B)(6) 2020, to see about putting botox in the bladder, to see if that will help. The patient also reported that the shocking had returned but not as bad, it was where the battery was. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've been getting shocked at their ins site since implant and their healthcare provider (hcp) can't figure out why. They also said the hcp checked their wires and noted everything looks good internally. The patient noted that they've been through all of their programs and doesn't even feel stimulation; "only feel it when the doctor increases it." The caller added that stimulation is not the issue and the shocking is. The patient also mentioned their ins has been "leaking whatever" from the incision site. They noted that it goes from leaking to fine back to leaking again; they aren't sure if that's an issue with the shocking as well. The call center reviewed the possibility of turning stimulation off to see if the shocking subsides, but the consumer was ultimately redirected to the hcp to discuss symptoms and possibly schedule and appointment with them and a manufacture representative (rep). No further patient complications have been reported as a result of this event.